Event description:
It was reported that the customer was treated by paramedics several times due to hypoglycemia. It was also reported that the customer was hospitalized on one occasion due to hypoglycemia. It was reported that the customer has been taken off of the insulin pump while the mental health facility evaluates her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.